Event description:
Device # 1 issue: suture failed to deploy. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis and interventional. User facility medwatch report received stated "pt underwent an endovascular bilateral stent bypass procedure and was found to have left lower extremity pulse immediately after completion of the procedure. An exploration of the previous wound and intravascular site were initiated and a piece from the perclose proglide suture mediated closure device was discovered in the intravascular space by the surgeon. The same type of device failed before this one by not suturing the artery." Subsequent info received found that the suture failed to deploy when the first proglide device was deployed. The device was removed the second proglide device was used resulting in a foot break that was removed from the pt's vessel; however, the method was not provided. Reportedly, the pt doing fine and there were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info. Device #2 - proglide (part#126730-03; lot#87028-6h), is being filed under a separate medwatch report. (B)(4).